Manufacturer narrative:
Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the lower battery pack between the cells and printed circuit board. There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes the investigation. A recall is ongoing. Reference z-2716/2717-2016.

Event description:
It was reported that the battery and the charging cradle melted. Both where unplugged when they began smoking and melted to the counter. There was no report of injury, patient or user involvement.